Event description:
It was reported that a patient underwent an inguinal hernia repair procedure on (B)(6) 2013 and mesh was implanted. During the procedure it was noted that the packaging was torn along the back center and the sterility appeared to be compromised. A second device was used and the case was completed. The product was not used on the patient, therefore there were no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. The device met performance specifications. The sample shows a torn foil on one side at the corner. It seems that the flaps were grasped only at one corner. The seal strength at three still closed sides of the foil was tested and meet the requirements. According to the IFU, the foil should be opened by grasping the flaps in the middle (each flap in one hand) and then pulling downward.